Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated they were electrocuted by the device the day before the report when using their microwave that they had used for years without issues. The patient reported the sensation from the electrocution was sent all the way up to their head and their eyes. The patient stated they had eye issues prior to the device but the eye symptoms had been worse due to this since the day before the report. The patient reported no falls or issues with the device prior to this and the state or design of the patient¿s microwave was unknown. The impedances were checked and there were no impedance issues. The patient¿s device was helping with their symptoms, so no changes were made. The patient stated they would no longer use that microwave. The issue was reported to be resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that being suddenly electrocuted made them sick for a few seconds afterwards. The device was checked and the therapy was on. They also had the system checked at that time and everything seemed to be functioning fine.